Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient¿s father reported the patient was experiencing high blood glucose (bg) levels reaching above 33 mmol/l (594 mg/dl) while wearing the pod on their abdomen for between 36 and 48 hours. The father reported that the pod adhesive was not secure and noted that there was no insulin leakage observed. As a result, on (B)(6) 2026 the patient was taken to the hospital to seek medical attention. The patient¿s symptoms included feeling weak, dizziness, vomiting and dehydration. The patient was diagnosed with diabetic ketoacidosis. The patient was initially admitted to the intensive care unit (ICU) where they administered fluids, electrolytes, and intravenous insulin. The patient was hospitalized for 4 days and was treated in both the emergency room and ICU. The patient was discharged from the hospital on (B)(6) 2026 when bg levels were within a normal range. The pod was removed by hospital staff, and it was discarded.